Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforations') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), headache ("headaches"), alopecia ("hair loss"), dizziness ("dizziness"), cyst ("cysts"), inflammation ("inflammation") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, weight increased, headache, alopecia, dizziness, cyst, inflammation and pelvic pain outcome was unknown. The reporter considered alopecia, cyst, dizziness, genital haemorrhage, headache, inflammation, pelvic pain, perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), dizziness ("dizziness"), cyst ("cysts"), inflammation ("inflammation") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, weight increased, headache, alopecia, dizziness, cyst, inflammation and pelvic pain outcome was unknown. The reporter considered alopecia, cyst, dizziness, genital haemorrhage, headache, inflammation, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.